Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on the first proximal stent row were lifted and pulled distally. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mid right coronary artery (rca). The lesion was engaged with 6f jr non-bsc guiding catheter and was crossed with a non-bsc guide wire. After pre-dilation was performed with a 2x10mm and a 2.5x15mm non-bsc balloon catheters, a 38 x 2.75mm promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion despite repeated attempts. The physician pre-dilated the lesion again with a 2.5x12mm non-bsc balloon and a non- bsc stent was deployed and completed the procedure. Post angioplasty angiogram revealed no residual stenosis with timi 3 flow in rca. No patient complications were reported and the patient' status was stable. However, returned device analysis revealed proximal stent damage.